Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, the user contacted support after experiencing issues with their dexcom g7 continuous glucose monitor (cgm) sensor, which had not been paired for many hours. The sensor ultimately failed in the morning, leading to a halt in insulin dosing for 3-4 hours. The user did not have any backup sensors or a glucometer to check bg manually and was not feeling well. They were transferred back to dexcom for further assistance and planned to reach out to their healthcare provider (hcp) for guidance. On (B)(6)2025, a follow-up call revealed that the user had to go to the hospital due to a lack of alternative therapy. Their bg exceeded 500 mg/dl, and they remained in a high range for 24 hours. The user tested for ketones, with results showing no ketones. They were driven to the ER by a contact and were released the same night. Treatment included "some sort of drip," but no long-term effects were reported. After being discharged, the user received another sensor and resumed the ilet system.